Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® multiple sample luer adapter experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: "the hcp attached the luer adapter to the single use holder and the luer then broke in half. This incident occurred in two cases. The customer states that the hcp used the product as usual with no problem with his/her manipulative technique."

Event description:
It was reported the bd vacutainer® multiple sample luer adapter experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: "the hcp attached the luer adapter to the single use holder and the luer then broke in half. This incident occurred in two cases.the customer states that the hcp used the product as usual with no problem with his/her manipulative technique."

Manufacturer narrative:
H.6. Investigation: three customer photos were received. In addition, bdj received 2 actual samples and 24 unused samples. 2 actual samples had been broken off from their middle when received. Bdj conducted fitting test with the holders for 24 unused samples and confirmed 3 samples were broken off easy from their middle while connecting. Bdj sent photos of the complaint samples and sent samples to investigation site (su) for further investigation. Therefore, this complaint is confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure with the photos and customer samples received. The root cause of the luer adapter hub easily breaking off was found to be a void located on the inner perimeter of the hub device. This void occurred as a result of improper molding of the component coming from a worn tooling equipment in the injection molding (im) department. H3 other text : see h.10.